Event description:
On 2024.5.20, the brightness was not enough when in use, and it was subsequently discovered that the light guide was damaged. It could not be used normally and delayed examination. The examination was completed with a backup one. After checking, the light guide two of which one was not bright, then the user contacted the manufacturer maintenance for repair. The incident occurred during the patient's gastroscopy, taking secondary medical measures to complete the examination, it was a serious risk. Harm performance: could not be used normally and delay the examination. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Pentax medical apac performed a good faith effort to gather additional information regarding this event and responded an email on 30-may-2024. What exactly are these "secondary medical measures"? Changed another scope to use, it was the secondary medical measure which hospital mentioned. Was the patient harmed? No. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information b4: date of this report d9: is this device available for evaluation? G6: type of report h2: if follow-up, what type? H3: device evaluated by manufacturer. H6: coding changed based on the investigation result. Additional information d4: "not distributed in USA", because products are no distributed in USA products, but similar device product is listed in USA. D8: was this device ever serviced by a third party? H4: device manufacture date evaluation summary: event that occurred is light reduction. Based on the investigation, a potential root cause of this failure is the lcb was over bended during daily use, which caused broken of one side of lcb. The device was repaired by the third party and returned to the hospital. Reminded the hospital that the daily operation and reprocessing procedure should be regulated in accordance with the IFU, which can reduce the occurrence of accidents. There is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. The review by DHR confirmed that the endoscope was manufactured under normal conditions at pentax medical miyagi on 15-dec-2019. At final inspection, rework was performed due to image defects detected, and it passed all required inspections and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed on 15-dec-2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.